Event description:
When an attempt was made to analyze the pt rhythm, a connect electrodes prompt was observed. Another rescue squad arrived on scene and connected their AED of same model to the pt through the same preapplied electrodes reportedly, this backup device also prompted connect electrodes. After unspecified actions were completd the connect electrode prompt was resolved. The backup device was used to successfully render three successive analyses of the pt rhythm. No shock advised was rendered each time. The reporter indicated pt outcome was not affected, due to continued pt treatment.